Event description:
The customer reported that the collimator coned (closed) down. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the generator and the filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.